Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Visual inspection, functional testing, battery testing, and a review of the alarm log were performed. The reported condition of an occlusion alarm was verified during functional testing and the review of the alarm log. The cause of the reported condition was due to the safety clamp being out of calibration. To correct the issue the clamp was calibrated. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump experienced an occlusion alarm. There was no patient involvement. No additional information is available.